Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, patient's both the ipgs (cervical and thoracic) became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Updated a4- patient weight.

Event description:
Additional information received indicates, troubleshooting took place wherein the cervical ipg was successfully recovered and the thoracic ipg was unable to be recovered. Therefore, surgical intervention may take place to address the issue with thoracic ipg.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Manufacturer narrative:
No known allegations of deficiency against the device.

Manufacturer narrative:
Corrected data. B5 - describe event or problem. H6 - adverse event problem (refer to coding manual).

Event description:
Additional information received identified that the ipg was successfully recovered.